Event description:
Pt was undergoing an endovascular repair of an abdominal aortic aneurysm. The gore excluder c3 device was positioned and the proximal portion deployed. When the ipsilateral final limb deployment was attempted, the deployment string broke leaving the ipsilateral limb restrained. Gore's clinical application specialist was present during the procedure and he contacted the home office for assistance related to the broken deployment string. Suggestions from the gore home office were implemented unsuccessfully. The pt underwent a laparotomy and the stent was manually deployed. The duration of the surgery was 7 hours and 14 minutes. The pt recovered the initial surgery, but died on the fourth post-operative day. Awaiting the final autopsy findings. See scanned page.